Event description:
It was reported that this subcutaneous implantable cardiac defibrillator system was explanted and replaced due to inappropriate shocks. The doctor successfully implanted a transvenous system. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this subcutaneous implantable cardiac defibrillator system was explanted and replaced due to inappropriate shocks. The doctor successfully implanted a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.